Event description:
The lead was capped.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead exhibited intermittent t-wave oversensing. The lead was repositioned. The following morning, the r-waves diminished and the pacing threshold increased. The physician explanted and replaced the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.